Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: a serious injury was not associated with this event. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution administration set leaked. This occurred during patient infusion. Approximately six hours after the start of the infusion, the patient¿s blood pressure dropped and the nurse observed wet bed clothing. The reporter stated that the leak was from one of the clearlink valves. The customer indicated that the valve that had leaked was below the pump and had not been accessed during that procedure. There was no reported medical intervention required due to the leak on the bed clothes. The patient's blood pressure was stabilized once the leak was resolved by replacing the set. The nurse was able to wean/titrate vasoactive drips back down and patient¿s blood pressure was once again stabilized with infusions. There was serious injury associated with this event. No additional information is available.